Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were evaluated for packaging integrity and met requirements. The quality documents show no deviations.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for skin closure. The patient developed an infection and was treated with wound irrigation. Additional information has been requested.